Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was displayed intermittently at the preparation to use for the gastroscopy diagnostic procedure. The user completed the procedure with the subject device. At the incoming inspection for the repair, olympus (B)(6) checked and found the interface failure of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is possibly that the reported event occurred because internal parts were broken due to time-related deterioration.